Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during use of a farawave ablation catheter the patient experienced an atrial fibrillation with rapid ventricular response. The patient required prolonged hospitalization. No more information was provided. It's unknown if the device will return for laboratory analysis. It was further informed that; the patient had complaints of sob and palpitations and went to the ER at inspira health on (B)(6) 2025. The patient required IV lopressor to control heart rate and was admitted for observation and telemetry, after the rate was controlled, she was discharged home. The patient will continue metoprolol 100 mg daily and digoxin 125 mcg daily for rate control and xarelto 20 mg daily for cva prophylaxis, which she is tolerating without any abnormal bruising or bleeding.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during use of a farawave ablation catheter the patient experienced an atrial fibrillation with rapid ventricular response. The patient required prolonged hospitalization. No more information was provided. It's unknown if the device will return for laboratory analysis.